Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a endoscopic mucosal resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician tried to extend the snare, but there was resistance. Once the handle was fully opened, the snare would not extended out of the sheath. The physician found that the sheath had detached from the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of catheter detached. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached from the catheter, and the catheter has marks from the flare process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed; the detached flare prevented device actuation. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a endoscopic mucosal resection procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician tried to extend the snare, but there was resistance. Once the handle was fully opened, the snare would not extended out of the sheath. The physician found that the sheath had detached from the handle. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.